Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that two infusion set cannula were kinked which led to hyperglycemia on (B)(6) 2026 and (B)(6) 2026. The infusion set was in use for one to three and half hours for both the events. The patient went to emergency room and was treated with intravenous fluids.